Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. Device evaluation: visual analysis of the returned device identified fold creases, wear abrasion, linear opening, delamination of valve, and brown particles. The leak test and microscopic analysis was performed which identified one linear smooth opening on posterior side in the same location of crease assessed as fold flaw opening and total delamination (100%) of diapherm flange disk assessed as adhesive failure.

Event description:
Device has been explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported left side deflation. Device remains implanted.